Event description:
The customer reported that his insulin pump alarmed an error. Troubleshooting was performed. The customer was able to rewind the device, but it did alarm during the prime process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device rewinds properly.